Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure performed on (B)(6) 2008. According to the complainant, during the procedure, the patient presented with retention.

Manufacturer narrative:
(B)(6). (B)(4).